Event description:
It was reported that there was a system lock up which will require a system reboot. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.